Manufacturer narrative:
Patient age/date of birth and weight are unknown. Additional product codes: gfa, gff, hsz. Device is an instrument and is not implanted/explanted. Complainant part is not expected to be returned for manufacturer review/investigation, as it was reportedly discarded by the facility. Part316.402, lot u217133: release to warehouse date: february 26, 2015. Supplier- (B)(4). No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during open reduction and internal fixation (orif) finger procedure on (B)(6) 2016, a drill bit broke. No fragments were generated. No delay in surgery. The procedure was completed successfully by using another drill bit. Patient status is reported as great. This is report 1 of 1 for (B)(4).